Manufacturer narrative:
Evaluation summary: the evercross device was returned for evaluation. No ancillary devices were included. Visual inspection: the evercross was inspected. The balloon showed a radial burst with the catheter fractured off within the balloon segment. Approximately 3.5cm of the balloon remained on the catheter. No marker bands were found on the catheter. The working length of the catheter was approximately 76 cm. Under microscope the distal edge of the catheter was inspected and the fracture face was flat and showed the color of the catheter lighten, consistent with material stretching. The distal segment of the evercross catheter which had been snared was not returned. The product labeling for the evercross unit associated to lot a545679 indicates a balloon length of 4cm and a working length of 80cm. No functional testing could be conducted on this returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an evercross device with a 7fr sheath and non-mdt 0.035 angled guidewire during the treatment of a moderately calcified fibrous lesion in the mid right subclavian vein. It was reported that the IFU was followed and the device was prepped without issue. It was also reported that during the second inflation of the balloon, at an inflation pressure of 10 atm, the balloon burst. Following this, there were difficulties removing the balloon as the tip of the balloon catheter broke off. The broken tip was stuck to the wire and had to be snared for removal. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.